Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay.